Event description:
It was reported that the table goes up on its own. No injury reported. A field engineer was dispatched to the site and determined that the control panel switches needed to be replaced. Once this was completed the system was working as intended.